Manufacturer narrative:
The patient sample was submitted for investigation. The free t3 (ft3) result was reproduced. No interfering factors were detected in the sample. The differences of the ft3 values generated with analyzers from roche diagnostics, abbott, and siemens cannot be explained with available methods and the current state of the art. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. A specific root cause for this event could not be identified. Additional information was requested for investigation but was not provided.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple assays for one patient sample on a clinically euthyroid patient. Analyzer information was requested but not provided. This medwatch is for the elecsys ft3 iii (ft3) assay results. Please see medwatch with (B)(6) for the elecsys tsh assay (tsh) results. Please see medwatch with (B)(6) for the elecsys ft4 ii assay (ft4) results. All results were obtained from the same sample taken on (B)(6) 2017. All roche results were formally reported outside of the laboratory. Clinicians are aware of all results from all platforms. Medical management of the patient is on hold pending resolution. The clinicians would like to exclude a tshoma. (B)(6)l. The patient was not adversely affected. A sample from the patient was submitted for investigation.